Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current info, the primary cause of the event is determined to be the contraction of the capsular bag, as indicated by the surgeon.

Event description:
Reportedly the pt experienced decreased visual acuity approx 17 months after crystalens implantation in the left eye. Lens vaulting with ¿z¿ syndrome was detected at the clinical exam and bcva os was 20/40. Subsequently, the surgeon performed yag laser and the most current bcva is 20/25. According to the surgeon the most likely reason for lens vault was contraction of the capsular bag. The surgeon plans to repeat yag laser os. The pt¿s current status was described as good.